Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87215) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient reported that after completing treatment with the cycler, the cassette was removed and fluid had leaked inside of the cassette door area. There was no observed defect or malfunction regarding the cassette. The patient had been able to complete treatments with manual pd therapy until the replacement cycler was delivered. The patient did not experience any adverse reaction or require any medical intervention. The patient was not prescribed prophylactic medication. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cassette is not available to be returned to the manufacturer for physical evaluation as the patient had discarded it.